Event description:
The patient reported his insulin infusion device displayed an 09 (technical inspection) message. He stated the device did not give him any of the 08 (technical inspection alert) alarms. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from the healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.